Manufacturer narrative:
Concomitant medical products: product ID: dtbb1d1 ICD, implanted: (B)(6) 2016. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the patient experienced infection, cellulitis and erythema on device site. The patient was started on antibiotics and subsequently went to the emergency department (ed) with complaints of chest pain. The patient was admitted for observation and treatment of chest pain and device site redness. The patient was discharged to home in stable condition and site redness improved. The patient finished up 5 more days of antibiotics and site redness resolved. The patient's system was removed. The patient is enrolled in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.